Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism that uses too much power. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in monaco. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor, distribution board and main circuit (cpu) board need to be replaced. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2015. Based on the information collected, it cannot be excluded that because of rusted/corroded/damaged motor bearings, likely due to environmental conditions, as water infiltration, humidity, condensation or high temperatures, the motor was no longer rotating freely and required a power overload to work, which could have led to an overcurrent that ultimately caused damages to the distribution and main circuit (cpu) boards.

Event description:
See initial report.